Event description:
I am pasting the email I originally sent to the FDA about this event. I believe it has all the information to satisfy your background on this case. If you have any questions you can email us at (B)(6). Thank you, (B)(6). From: (B)(6) 2011 7:32 pm to: cdrh (B)(6), subject: malfunction of medtronic synchromed ii programmable pump. Dear dr (B)(6): we are contacting you today to inform you what occurred to my wife, (B)(6), this past year. On (B)(6) 2011, on (B)(6) 2010, my wife (B)(6) went to the office of dr (B)(6) to have the medication in her medtronic pump changed from 11.490 mg/day of meperidine to 11.004 mg/day of hydromorphone. The reason for the change in medication was (B)(6) was experiencing an increase in migraine headaches and dr (B)(6) thought that by changing from meperidine to hydromorphone that the migraine headaches might decrease. On that date, the flow rate of the hydromorphone was 11.004 mg/day and the medication was switched out at 12:48 pm on that date. Later that day, (B)(6) noted a strange reaction to the new medication. Not thinking it serious she went to bed that evening. The next day, (B)(6), she was very sleepy and tired when I came home from work in the early evening. I called dr (B)(6) office and one of his nurses came to our home and turned down the rate of flow from 11.004 to 8.014 mg/day at 7:11 pm. Heavy labored breathing continued through the night and when I awoke on thursday morning, a morning where I leave very early to attend my weekly rotary club breakfast meeting, I noticed that she had not moved all night and in fact was in the same clothes that she had on in the evening. I called the doctor's office and the nurse came again to turn the pump down 98% to a rate of flow of .14 mg/day, that was at 6:41 am. I was told that with the pump effectively shut down (B)(6) should regain her senses as she was delirious and not communicative. After 2 hours, I called the doctor's office and spoke to dr (B)(6) and he advised me to call 911 and get her to the hospital immediately. I tried to revive her by shaking her and yelling at the top of my lungs but there was no response. She looked straight through me and was incoherent. (B)(6) was in a coma. (B)(6) does not remember anything from tuesday afternoon until she woke up in the ICU wing of the hospital. The (B)(6) fire rescue team arrived and tried to revive her. They could not get a needle in her veins. She had a very low oxygen level and a very high carbon dioxide reading. Oxygen was administered and she was then transported to (B)(6) hospital in (B)(6). (B)(6) was classified as in "critical condition" and spent 7-8 days in the ICU wing. We were told by the doctors in attendance that blood tests showed that there may have been a minor heart attack, some possible kidney damage and seizure due to her experience of overdosing on the medication being delivered by the pump. Please note that the level of medication for the meperidine and the hydromorphone were basically the same. No formal explanation of what caused my wife's problem was given by the hospital or dr (B)(6) office but it is quite obvious to me that there was a malfunction of the pump and she experienced what was told to me by the hospital a 8-10 times stronger dose of medication than she should have received. It was explained to (B)(6) and I that if it had happened to someone not taking the medication, they would have died from the experience. The pump was filled with a saline solution after she was discharged from the hospital and a few weeks later, my wife made the decision to have the medtronic pump removed from her body. In all this has been a horrible experience. If I had not noticed that she hadn't moved all night and gone to my early breakfast meeting as usual, I would have come home to a dead (B)(6). Since the pump was first installed in (B)(6) of 2007 the catheter had to be replaced three times. That plus the (B)(6) 2009 surgery for the removal of adhesions from the lower intestinal area, and the removal of the pump means that she has been under anesthesia 5 times in the last two years or so. Not a good thing for a (B)(6) female to have to go through. My wife and I were told that the medtronic synchromed 1/pump was under recall but nothing was ever done about other that to say it was being monitored. We have the actual pump in our possession as we asked for it after it was removed from her abdomen. The medtronic pump is a 8840 synchro med 1/ b pump with the serial # (B)(4). We have since been in touch with medtronic who was not aware of what happened to (B)(6). It is incredulous that neither the doctors or (B)(6) hospital notified the pump manufacturer of the problem. We are in discussion with the company and they asked that we send the pump to them in a provided bio-hazard package so that they can examine the pump. We were told that the evaluation could take up to 90 days after receipt of the pump. My wife and I went through a horrible experience and in fact she needed a physical therapist for 2-3 months in order to learn how to walk again. That, with nightmares of the experience and a long, slow recovery, have been a toll on my three children and I. The children had to make trips to (B)(6) where we live because of the gravity of the situation. I want the FDA to be aware of the problem as we do not want others to experience the same near loss of life experience.